Manufacturer narrative:
Other applicable components are: product ID: 37800, serial# (B)(4) implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient was originally implanted with an implantable neurostimulator (ins) for their gastro-intestinal problems. It was reported that the patient was doing very until they had a second ins implanted for their urinary problems. The ins for their urinary problems was explanted and the patient has not done well since in regards to their nausea and vomiting. The rep increased the program settings and increased the rate from 14 to 28. The current settings include a current of 11 with 2 seconds on-3 seconds off and a pulse width of 330. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.